Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported sepsis could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced sepsis and subsequently died coincident with peritoneal dialysis (pd) therapy. Approximately three weeks prior to death, the patient was admitted for a check-up status post heart transplant. The "tubing" was removed and pd therapy was discontinued. The patient was started on hemodialysis and was placed on life support. The source of the sepsis was not reported. The cause of death was sepsis. It was not reported if an autopsy was performed. No additional information is available.